Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('uterine perforation') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (ess205) (batch no. 623196,623314) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain"), back pain ("back pain") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2007, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2007, the patient experienced urinary incontinence ("bladder or urinary problems or changes"). In (B)(6) 2007, the patient experienced migraine ("migraines headaches") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2010, the patient was found to have uterine leiomyoma ("other injury(ies) or complication (s) please describe: fibroids"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, menorrhagia, nausea, dysmenorrhoea, uterine leiomyoma and abdominal pain lower outcome was unknown, the vaginal haemorrhage, urinary tract infection, urinary incontinence, migraine, pelvic pain, back pain and abdominal pain had resolved and the weight increased was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary incontinence, urinary tract infection, uterine leiomyoma, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: approximately 8 coils were noted on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 157 kgs. Ultrasound scan vagina - on (B)(6) 2007: total bilateral occlusion. Lot number: 623196, manufacturing date: 2007/02, expiration date: 2009/01; lot number: 623314, manufacturing date: 2007/02, expiration date: 2009/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('uterine perforation') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (ess205) (batch no. 623196,623314) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain"), back pain ("back pain") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2007, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2007, the patient experienced incontinence ("bladder or urinary problems or changes"). In october 2007, the patient experienced migraine ("migraines headaches") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2010, the patient was found to have uterine leiomyoma ("other injury(ies) or complication (s) please describe: fibroids"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, menorrhagia, nausea, dysmenorrhoea, uterine leiomyoma and abdominal pain lower outcome was unknown, the vaginal haemorrhage, urinary tract infection, incontinence, migraine, pelvic pain, back pain and abdominal pain had resolved and the weight increased was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, incontinence, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, uterine leiomyoma, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: approximately 8 coils were noted on the right side diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 157 kgs. Ultrasound scan vagina - on (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received. Lot number and lab data added. Events : perforation (fallopian tube(s)), perforation (uterus), abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti, bladder or urinary problems or changes, migraines / headaches, nausea, dysmenorrhea (cramping), pain, weight gain / loss specify which one: weight gain, other injury(ies) or weight gain complication (s) please describe: fibroids , back pain , lower abdominal pain , dyspareunia (painful sexual intercourse) ,were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.